Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump was out of power. The customer blood glucose level was 230 mg/dl. Customer had high blood glucose and the treatment was already given. The customer was advised to follow up with the health care professional's instructions. The insulin pump will not be returned for analysis.